Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the suture component broke in half when being released from the device. The other half of the component remained in the device. A new suture device was retrieved to complete the case. There was no harm to the patient. Should additional information be received, a supplemental will be submitted.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/25/2015.